Event description:
It was reported that the ilet user deployed three inset infusion sets incorrectly during supply changes, forgetting to remove the blue needle guard. Replacement infusion sets were shipped. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.